Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). The instrument was found to have two (2) severely bent grips, causing them to be misaligned. The offset at the tips was 1.34mm. Additional observation(s) related to customer complaint: the instrument was found to have a cracked molded insulator. There may be missing pieces, but not confirmation in size could be made. The grip base for the grip with the cracked molded insulator does appear to be bent. The probable root cause can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that in central processing, the jaws of a force bipolar instrument were not aligned when closing. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: there have been no reports of material coming detached during surgery. The customer could not confirm if any material was damaged outside of procedure; however, no reports were made during surgery, it seems to reason it happened outside the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.